Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00x38mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noticed that the distal stent strut was flared. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal end with stent struts lifted, stretched and pulled in a distal direction on the 1st and 2nd distal stent strut rows. The crimped stent outer diameter measured and the result is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00x38mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noticed that the distal stent strut was flared. The procedure was completed with another of the same device. No patient complications were reported.